Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Tandem customer technical support recommended that the transmitter be replaced, however the customer declined as connection was reportedly regained. No additional patient or event information was available.